Event description:
A medtronic representative reported that while in a cranial surgery, the surgeon was unable to register while using touch-n-go. They achieved a good predicted accuracy but when the surgeon tested, it showed him tracking in the middle of the head. Switched to pointmerge and were then able to get a good registration and good accuracy. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.